Event description:
It was reported that the patient had a trochanteric fixation nail (tfn) implanted on an unknown date. On (B)(6) 2014, the tfn, helical blade, and one 5.0mm locking screw were removed, due to infection, pain, irritation and discomfort. The patient was revised to a gridlestone. No allegations were reported against the removed implants and the explant surgery was completed successfully. The patient¿s status/outcome was reported as ¿okay.¿ no surgical delay was reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Patient¿s initials are (B)(6). Event date: unknown. Additional product codes for this report include hwc. Lot expiry is july 2018. Date of original implant is unknown. Per facility, device will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: sept 2, 2009 ¿ expiry date: july 2018 a review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows lot 6201861 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (5892638) met all specifications with no anomalies noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.